Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced impedance fluctuations, a decline in device performance, open and short circuits. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.